Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a health care provider (hcp) via a manufacture representative (rep) regarding a patient receiving intrathecal gablofen 250 mcg/ml at 300 mcg/day via an implantable pump. It was reported that the patient had an infection at the pump pocket. It was unknown if there were any environmental/external/patient factors that could have led or contributed to the issue. The entire infected pump system and all old product was removed and a new pump and catheter was placed in a new location. It was unknown if the issue was resolved.